Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced due to eri. The product complaint is not related to the removal of this device. .

Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.